Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device went offline during the server upgrade to version 1.11, and after the device reconnected to the network, users were unable to log in; upon entering their usernames. The technical support specialist reviewed the login issue reported after the server upgrade, identified that the affected station was offline during the upgrade and had missing active directory records, confirmed authentication failures caused by a software version mismatch, coordinated with the field service technician and rut team, and created a work order for manual re-imaging. The field service engineer remotely upgraded the anesthesia es station to version 1.11, verified successful restoration of login functionality, confirmed normal device operation with the customer, documented the resolution, and closed the case the system functioned as intended after the technical support specialist and field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was offline during the server upgrade to version 1.11. After the device reconnected to the network, users were unable to log in, and upon entering their usernames, all users received an unable to authenticate message. There were no adverse events or injuries reported based on this event.